Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press. Customer's highest blood glucose level was 170 mg/dl and lowest blood glucose was 61 mg/dl. Customer stated that there was small quick on display, battery life was diminished, they received no delivery alarm. Customer declined to speak with 24 hour technical support. Insulin pump will not be returned for analysis.